Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient¿s legal counsel reported patient was revised on (B)(6) 2014 due to patient¿s allegations of pain and elevated metal ion levels. Review of the invoice history does not confirm which side was revised. However, the invoice located for the right hip revision procedure suggests that the modular head and acetabular cup were removed as these are the articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states,"material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-07178 / -07179 and -09190 / -09191).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty (tha) on (B)(6) 2004 and a right tha on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient's allegations of pain and elevated metal ion levels. Review of the invoice history does not confirm which side was revised. However, the invoice located for the right hip revision procedure suggests that the modular head and acetabular cup were removed as these are the articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient underwent a right tha on (B)(6) 2008 and a left tha on (B)(6) 2004. Op notes dated (B)(6) 2014 further report patient was revised on the right hip due to metal reaction, pain, mechanical symptoms, and elevated metal ion levels. Revision op report notes gray, cloudy synovial fluid consistent with metal reaction; black, stained synovium; metallosis granuloma; and cystic bone destruction. The modular head was removed and replaced. The cup was removed and replaced with a competitor acetabular component. There has been no reported revision of the left hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07178 / 07179).